Manufacturer narrative:
The device was returned to conmed for evaluation. The catalog and lot number were verified. Visual inspection found that the collet support hex was missing from the device. This is likely to be the piece that fell off the device. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformance's regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A review of this lot number, with (B)(4) pieces, showed no other complaint for this lot product and event description. A two-year review of complaint history revealed one other similar complaint for this product family and failure mode. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent, if all complaints were confirmed. The instructions for use advises the user of the following. These devices should be inspected before each use. Visually examine the devices for obvious physical damage including: a) cracked, broken, or otherwise distorted plastic parts b) broken or significantly bent connector contacts c) damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discolorations. Verify that the electrode is fully and securely seated in the pencil before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during pre-op testing for an orthopedic procedure, a piece of the 60-7520-005 goldvac smoke pencil fell out. The procedure was completed with an alternate device with 5 minute delay. No patient contact or injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.